Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017 that was identified as an oral-b power oral care refill precision clean on (B)(6) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Tongue gets caught [tongue injury]; when in use, the heads get loose and tongue gets caught in between injury associated with device]; brush head broke off in mouth [device breakage]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that when in use with an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown get loose and one's tongue gets caught in between. The consumer stated that on (B)(6) 2017 it was so bad that the brush head broke off in his/her mouth. The consumer stated that it "went okay" with his/her mouth. The case outcome was unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush heads came from a pack of 4. The logo remained in place then the consumer scratched a coin over it, describing it as "a little ridged". No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Tongue gets caught [tongue injury]; when in use, the heads get loose and tongue gets caught in between [injury associated with device]; brush head broke off in mouth [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that when in use with an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown get loose and one's tongue gets caught in between. The consumer stated that on (B)(6) 2017 it was so bad that the brush head broke off in his/her mouth. The consumer stated that it "went okay" with his/her mouth. The case outcome was unknown. No further information was provided. On 07-feb-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads came from a pack of 4. The logo remained in place then the consumer scratched a coin over it, describing it as "a little ridged". No further information was provided.